Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, an internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device pneumatic system was evaluated and all pressures were correct and stable. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had a high drain 104 (night drain #4) alarm which occurred on a homechoice device during use, at the end of the therapy. The patient was not connected at the time of the event. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient stated that they had no discomfort or symptoms. The technical service representative initiated a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.